Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. An 8-4/5.8t/75 ultra-thin¿ diamond¿ balloon catheter was advanced for dilation. However, upon inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using an 8mm non-bsc balloon catheter. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: an ultra-thin diamond balloon was received and analysed. A visual examination confirmed that the balloon had been subjected to positive pressure. A visual examination identified a complete circumferential tear approximately 1mm distal to the distal edge of the distal markerband. The balloon material was also noted to be torn longitudinally the site of the complete circumferential tear, the longitudinal tear extended distally across the balloon material for approximately 8mm. A microscopic examination on the balloon identified no issues with the balloon material that could have contributed to the complaint incident. None of the balloon material had detached. A visual and microscopic examination identified no damage or any issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous and moderately calcified vessel. An 8-4/5.8t/75 ultra-thin¿ diamond¿ balloon catheter was advanced for dilation. However, upon inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using an 8mm non-bsc balloon catheter. There were no patient complications reported and the patient's status was good.